Event description:
It was reported that the ventilator stopped working while it was connected to a pt. The ventilator was replaced. There was no pt harm. Importer reference #: (B)(4). Manufacturer reference #: (B)(4)1. Please refer MFR report # 8010042-2013-00202.